Event description:
It was reported that a user experienced a pairing failure between the freestyle libre 3 plus sensor and the system shortly after sensor application, which was addressed by instructing the user to toggle bluetooth connectivity and rescan the sensor, resulting in the sensor entering its warm-up state and restoring expected operation. Symptoms included no adverse clinical effects. Outcomes included no impact on health or daily activities. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the device functioned as expected after standard reconnection steps and that no device malfunction was confirmed. It was concluded that the event was resolved with troubleshooting and that no further action was required.